Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the bronchus resection in right upper lobectomy, the surgeon started to fire the device, however the staples popped and the firing stopped on the halfway. The surgeon requested the evaluation of the cartridge clamped the foreign material and if the cartridge was appropriate for the tissue thickness. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance received one device opened by the account without the packaging. The product will expire on 2022 (B)(6). The visual inspection of the returned product noted no visual abnormalities were observed with the instrument. Pmv performed functional testing. A pmv representative reload was used in testing. The articulation lever was returned to neutral position. The instrument was successfully loaded with an articulating medium reload. The instrument and the reload was applied to test media. All staples were placed, and test media was cleanly transected. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the bronchus resection in right upper lobectomy, the surgeon started to fire the device ,however the staples popped and the firing stopped on the halfway. The surgeon requested the evaluation of the cartridge clamped the foreign material and if the cartridge was appropriate for the tissue thickness. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient harm,